Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the insulin pump had damage. Customer's blood glucose was 9 mmol/l. The damage is located on the ring around the reservoir compartment. Customer's mother was advised the insulin pump need to be returned. The insulin pump is returning for analysis.

Manufacturer narrative:
Additional information has been provided which was not included in the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call by customer's mother that the ring around reservoir compartment has fallen off. The customer was advised to discontinue the use of the insulin pump. The customer will return insulin pump for replacement.